Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a physical damage. The patient had "edema of gloti casuated by the endotracheal tube." Medications were used to treat the edema. Re-cannulation has been required.